Event description:
Customer reported a false negative urine hcg result. First urine test run at clinic gave a negative result. The second test result was faintly positive. The pt did not mention that a previous test on (B) (6) 2010 had been positive. Do not know where the test was run or what kind of test was used. Client was sent away with instructions to see gp regarding termination of pregnancy (as per confidential, anonymous procedure). The pt's result was not confirmed. Note from caller: a member of staff who is confirmed pregnant was tested on the same lot and it was positive.

Manufacturer narrative:
Investigation: lot numbers(s): hcg9020165. Expiration date(s): 02/2011. Control lot: 25miu/ml hcg urine control lot: hcg090617-01; 100miu/ml hcg urine control lot: hcg090521-01; 284.1 iu/ml hcg urine control lot: hcg091015-03. Summary of results: the retention strips meet qc specification. Correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine controls. (N=5). Correct positive results were observed at 3 minute read time when tested with 100miu/ml hcg urine controls. (N=3). Correct positive results were observed at 3 minutes read time when tested with 284.1 iu/ml hcg urine controls. (N=3) conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected. Verified the product number, product description, lot number and batch record. No abnormal results were found. No corrective action required at this time as no product deficiency was established.